Event description:
It was reported that plate broke while the patient was taking his top off. Device explanted. There was no reported delay or adverse effects to the patient.

Manufacturer narrative:
A visual examination under magnification of the returned 3.5mm x 16mm locking hexalobe screws was performed. The three returned screws were all confirmed to have batch number #. All screws had noticeable signs of deformation along their screw heads and threaded shafts. The first screw had the most major head deformation, but only subtle signs of stripping. The second screw had minor head deformation, and major signs of thread stripping towards the head. The final screw had minor signs of head deformation, but the most major shaft stripping towards the head. Screw head and thread stripping may occur when excessive force is applied to the screw during torque to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone, improper driver insertion, or improper surgical technique. No definitive conclusion can be made. It is unclear how or if the screws contributed to the plate breaking, no definitive conclusion can be made. Eleven reports are associated with this event. The submission numbers are as follows (including this one): 3025141-2025-00444. 3025141-2025-00445. 3025141-2025-00446. 3025141-2025-00447. 3025141-2025-00448. 3025141-2025-00449. 3025141-2025-00450. 3025141-2025-00452. 3025141-2025-00453. 3025141-2025-00454.

Manufacturer narrative:
A visual examination under magnification of the returned 3.5mm x 16mm locking hexalobe screw was performed. The screw had noticeable signs of deformation along the screw's head and threaded shaft. The screw had minor signs of head deformation, and major shaft stripping towards the head. Screw head and thread stripping may occur when excessive force is applied to the screw during torque to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone, improper driver insertion, or improper surgical technique. No definitive conclusion can be made. The first report was sumbitted with a different screw evaluation information. H11 is the only update.